Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Cardiac arrhythmias, such as ventricular tachycardia, are also found to occur more frequently in patients diagnosed with heart failure. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The most likely root cause of the reported event is the patient's history of atrial flutter and related comorbidities. Though the root cause of the event cannot be conclusively determined; there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the medical personnel the patient was admitted to the hospital on (B)(6) 2015 for ventricular tachycardia (vt) shocks from s/p (status post) his ICD (implantable cardioverter-defibrillator). Upon admission, ICD interrogation showed vt with appropriate shocks delivered. Vad interrogation showed no alarms or suction events. Medications were not adjusted. Patient was discharged home on(B)(6) 2015 and has been doing well at home since with no further ICD shocks.